Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow up where it was determined the patient¿s pacemaker was in back-up vvi. A download was successfully performed restoring the pacemaker to its intended settings and a further download was performed for purposes of the cybersecurity upgrade. The patient was in stable condition during and after the restoration and upgrade.